Event description:
It was reported that the wire got separated . A 330cm rotawire was selected for use. During test rotation outside the patient's body, it was reported that the wire got separated. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the wire got separated . A 330cm rotawire was selected for use. During test rotation outside the patient's body, it was reported that the wire got separated. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original pouch . The unit returned has wire broken, as part of overall visual revision. A visual inspection of the complaint unit carried out and revealed that the device was broken (section with proximal end measures approximately 195.5 cm and the other section approximately 134.5 cm). There are signs of rotational wear at the breakage section. The distal tip of the device is slightly kinked.